Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected troponin I results were obtained from 2 patient samples and a non-reproducible, higher than expected ck-mb result was obtained from 1 patient sample using vitros troponin I es reagent on a vitros 5600 integrated system. The assignable cause of the event is analyzer related, as several condition codes were observed prior to the discrepant results, indicating that the vitros 5600 system was not performing as intended. The ortho field engineer performed service actions and following these actions, acceptable troponin I es performance was obtained. A reagent issue cannot be completely ruled out as contributing to the event. In addition, pre¿analytical sample processing could not be ruled out as a contributing factor, as the customer was not following the sample collection device manufacturer recommendations for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer obtained non-reproducible, higher than expected troponin I es results from two patient samples and a higher than expected ck-mb result from one patient sample processed on a vitros 5600 integrated system. (B)(6) biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros troponin I es and ckmb patient sample results were reported from the laboratory. However, sample testing was repeated and corrected reports were issued for both patients. Patient 1 received an echocardiogram which is a very safe procedure and serious health risk is not anticipated. There were no allegations of patient harm as a result of this event. (B)(4).